Event description:
It was reported that the right ventricular lead fractured. The lead also had high impedance and oversensing. The lead was capped and replaced. The device was also explanted and replaced due to short expected longevity. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) performance data collected from the device was analyzed and revealed high resistance/impedance with 1 - patient alert for rv. Pace lead z >3000 ohms on (B)(4)-2011 03:00:05. The daily pacing lead impedance log data shows an abrupt spike increase for v.pace= 528 to 16382 ohms peak between (B)(4)-2011 and (B)(4)-2011, then returns to a baseline of 528 on (B)(4)-2011. In addition, there was oversensing, the 4 - ventricular nst <=160 ms between (B)(4)-2011 05:17:08 and (B)(4)-2011 14:54:07.